Event description:
It was reported that the pt has never had a therapeutic effect and has had multiple bladder infections since implant. She has had reprogramming three times and was possibly going to have the device removed. The outcome is unknown. Further info is being requested from the hcp.